Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to "misassembled packaging (incorrect position of packages inside the box) or component kinked or damaged from supplier". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magic 3 go intermittent catheter was bad to return. As per the follow-up received on 09sep2020, patient was returning 22 catheters (other 8 thrown away) also stated they were bent and unusable. Per additional information received on 17sep2020 the patient stated that the majority of shipments of catheters were bent. Also stated that the patient had 7 unopened boxes, but went through a lot of catheters and had to throw away the dented ones and it was causing the patient a lot of stress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the magic 3 go intermittent catheter was bad to return. As per the follow-up received on 09 sep 2020, patient was returning 22 catheters (other 8 thrown away) also stated they were bent and unusable per additional information received on (B)(6) 2020 the patient stated that the majority of shipments of catheters were bent. Also stated that the patient had 7 unopened boxes, but went through a lot of catheters and had to throw away the dented ones and it was causing the patient a lot of stress.